Event description:
The customer reported that the unit was leaking cidex opa when trying to run a cycle. The customer reported that there were no physical complaints reported. The field service engineer went to the facility to assess the unit.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The fse replaced the basin assembly to repair leak. The fse replaced main valve assembly to repair issue with air from the compressor leaking back into the drain. The fse checked system for leaks. System was found to meet manufacturer specs. Results - basin assembly.